Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown. Device codes (B)(4) pertains to the patient programmer (serial #: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was told by their neurologist to call and have their patient programmer (pp) upgraded to the handset. Upgrading device information was reviewed and the patient was redirected to their healthcare provider (hcp). They stated the pp they have now is very "dangerous" and it almost killed them twice. They explained it turned up their implants and they could not move. It happened in november and again a month ago.